Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested the csr follow-up with the patient to obtain additional information, however the patient could not be reached. The patient stated that the meter issue began on (B)(6) 2016 around 4pm when she alleged obtaining blood glucose results of 328, 146, 156 and 172mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. In a related complaint the patient alleged that the subject meter read inaccurately high when a blood glucose result of 328mg/dl was obtained which the patient felt was elevated compared to her feelings and/or usual results. It is unknown how the patient usually manages her diabetes and it is also unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of passing out and can't stand on unspecified amount of time after the alleged issue began. The patient reported receiving hcp treatment on (B)(6), although details of the specific treatment were not provided. The patient stated that her blood glucose was measured using another device (brand unknown) although the result was not provided. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure and the test strips were stored correctly and within expiry. The csr was unable to confirm if an approved sample site was used for testing or if the patient's testing procedure was correct. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained elevated readings on the subject device, and subsequently developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.